Event description:
It was reported that something was wrong and the patient felt stimulation on and off from time to time. The patient used their patient programmer to turn stimulation on after it turned off. The patient did not have the patient programmer with them when stimulation was turned off. Impedances were measured to be normal on all contacts. The manufacturing representative instructed the patient to palpate the area around the implantable neurostimulator (ins) if the stimulation is turned off again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).